Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons issue and also had no delivery alarm. It was also reported that there was scratches on the insulin pump¿s screen and it had to rewind more than once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape,b and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify rewind anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).